Event description:
Further information was received indicating that a backup compact was used and the full programming and diagnostics history could be successfully downloaded from the handheld computer and the resulting files could be opened. It was reported that no error messages were displayed.

Event description:
It was reported that the user of the handheld computer had difficulties retrieving data form the device. The suspect device has not been returned to the manufacturer to date.

Manufacturer narrative:
Type of device, name; corrected data: supplemental MDR #01 inadvertently did not update the suspect device for this event. Device manufacture date; corrected data: supplemental MDR #01 inadvertently did not update the suspect device for this event.